Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display and the keypad is malfunctioning. The blood glucose reading is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.